Event description:
It was reported that during an unknown procedure, the device was difficult to open from the cystic duct. The device was able to be opened. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Jaws unable to open_open after assisted. Evaluation summary: the analysis results for the el5ml instrument (a) confirmed that the instrument was returned non-functional. The instrument was cycled and fed 7 conforming clips and 3 malformed clips, the jaws jammed in the closed position and the trigger had to be manually assisted to re-open the jaws. A corrective action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results for the el5ml instrument (b) confirmed that the instrument was returned non-functional. The instrument was cycled and fed 6 conforming clips and 2 ejected clips, the jaws jammed in the closed position and the trigger had to be manually assisted to re-open the jaws. A corrective action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # e9fu79. Expiration date: 10/2013. Manufacturing date: 11/2008. Sticking jaw.